Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a farapulse ablation, a versacross connect access solution for faradrive was selected for use. The versacross rf wire was used to go up to the superior vena cava (svc). Once it was tried to put the versacross dilator over the wire, the wire was repeatedly getting stuck at the entry of the dilator. The physician noticed a small indent on wire at its proximal end. The coating was peeled off. Wire was front loaded. It was difficult to insert into the dilator. Hence, the device was replaced and the procedure was completed successfully. No patient complications occurred. The device is not expected to be returned for analysis (disposed).